Event description:
(B)(4). I noticed within a few months of implantation that I was suddenly losing a lot of hair. A year has passed since I first noticed it and the loss is intensifying. My hair is now extremely thin and I must wear it up all of the time (the shedding is very noticable - the back of my shirt gets covered with hair otherwise). I also have discomfort and sometimes sharp pain, mostly on the right side of my pelvic area.